Event description:
Two separate events occurred on two different days. Details are described below. Event 1: a pt was admitted to the nicu. At the time of arrival an 8 french rusch foley catheter was placed. Prior to this event it was noted that the patient had some red urine at delivery. During the placement of the catheter it was noted that bright red blood was in the patient's urine. The catheter was removed without further incident. On the next day the patient had a second foley catheter placed. The patient did have some additional port wine colored urine. The patient was transferred four days later to a level iii newborn care associated with issues at birth. Event 2: a pt was in the operating room where a 6 french rusch catheter was placed. During the procedure it was noted that the patient had bleeding from his penis. The catheter was withdrawn and inspected. At this time it was noted that the guide wire located inside the catheter was out one of the side holes at the end of the catheter and was felt to be the probable source of the patient's bleeding. Pressure was applied to the penis and urethra areas. There was no further active bleeding noted. The patient tolerated the procedure well and was transferred back to the nicu.